Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Apply an 02 connection to device, performed lock off leak test the leak was confirmed. The root cause of the reported issue was found to be normal wear and tear. Actions were taken to mitigate the reported issue: tightened diss input fitting, upgraded variable restrictor, replaced damaged CPAP needle due to low measurements. Performed preventative maintenance and calibrated.

Event description:
It was reported that there was a leak where the hose connects. No patient injury was reported.